Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00281 on 27-oct-2025. Additional information (27-oct-2025): the customer was performing troubleshooting on their own before siemens was notified of the reported event. The atellica solution online help or operator¿s guide does not contain any guidance or instructions for operators to access the bottom of the sample handler (sh) drawers for troubleshooting. Only trained service personnel should access the bottom of the sh drawers for troubleshooting or repair. During the service visit, the customer service engineer (cse) observed that the drawer issue was caused by the customer opening the drawers too far. Siemens evaluated the event and determined that the customer sustained a cut on their ring finger due to performing troubleshooting on their own. Investigation findings and investigation conclusions codes of section h6 were updated to reflect the additional information. The system is performing within specifications. No further evaluation is required.

Event description:
The customer reported sustaining a cut on their ring finger while attempting to adjust the springs on the underside of the sample handler drawer, which was not closing properly on an atellica sample handler prime. The customer was sent to the emergency room (ER), where the wound was cleaned and glued together with a medical-grade adhesive material. The customer recovered with no lasting effects. There are no known reports of adverse health consequences due to the reported event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported sustaining a cut on their ring finger while attempting to adjust the springs on the underside of the sample handler drawer, which was not closing properly on an atellica sample handler prime. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed that the drawer was stuck in the open position, the soft close slide was disengaged, the dampener was stuck in the up position, and the dampeners on drawers 3 and 4 were disengaged. Next, the cse reengaged the soft close slide, dampener, and the dampeners on drawers 3 and 4. Siemens is evaluating the event.